Event description:
Consumer called stating that they chipped a tooth.

Manufacturer narrative:
Charger and non-philips brush head returned along with toothbrush handle. Hx5100, 1412221b, e-series charger. N/a, n/a, non-philips brush head. The root cause of the customer's complaint is a counterfeit e-series brush head.